Manufacturer narrative:
Product analysis: the protégé everflex sds system was returned within its shelf box and within its inner label pouch. Ancillary device 0.035in guidewire was returned and stuck within the delivery catheter. The everflex sds system device was returned with the hypotube pulled out of the distal paddle, along with the proximal paddle. Approximately 20cm of the inner guide wire lumen was exposed. This indicates the distal paddle was pinned down and the proximal paddle pulled resulting in the distal tip and stent being pull into the outer sheath. Backlighting confirms that the 120cm stent was pulled approximately 20cm into the outer sheath. The 0.035in guidewire was unable to be removed from the everflex catheter. Red biologics were observed within the outer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lock pin was removed prior to deployment attempt. Partial deployment did not occur. Intervention was not required and the device was removed from the patient without issue. Patient is doing fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protege everflex with an 0.0335 wire during treatment of a plaque lesion in the patient¿s proximal common iliac artery. Moderate vessel tortuosity and calcification are reported. Lesion exhibited 70% stenosis. No damage noted to packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed. The device was prepped without issue. The thumbscrew/lock-pin was checked for securement prior to procedure. It is reported the device was advanced to the target lesion over the 0.035 wire without resistance. When attempting to deploy resistance was felt and the stent could not be deployed. The device was removed, and the procedure was not completed. Partial deployment is also reported. It is reported the lock-pin was not removed prior to attempted deployment. No patient injury reported.